Manufacturer narrative:
An opened sleeve in a pack tray was visually inspected. The shaft was broken. Visual inspection confirmed the shaft of the infusion sleeve was consistent with damaged observed when the infusion sleeve is pierced by the phacoemulsification tip. The investigation conducted a non-conformance review of the reported lot number. No deviations that could have contributed to this event were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is related to customer handling during the surgical set up process. Improper mounting of the infusion sleeve on the handpiece can cause a tear (or entire shaft removal) on the infusion sleeve, leading to the customer's reported experience. No further investigation or manufacturing actions are warranted at this time as user handling is suspected. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that a sleeve was found cut during cataract surgery with intraocular lens implant. The surgery was completed after replacing the product with another one. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).